Event description:
Metal tip on toothbrush broke off [device breakage]. No adverse effect [no adverse event]. Case description: a consumer reported that the metal tip of his oral-b rechargeable 3d excel toothbrush, version unknown broke off part way down during normal brushing of teeth. After that, the oral-b brush heads that attach to the toothbrush would come off while brushing. The case outcome was no symptoms. No further information was provided.

Manufacturer narrative:
Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.